Manufacturer narrative:
(B)(4). The implantable neurostimulator and lead have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt's lead was not transforaminal. The implantable neurostimulator and lead were explanted and replaced. No pt symptoms or outcomes were reported. Additional info has been requested. A f/u report will be sent if additional info becomes available.